Event description:
It was reported that during the implant procedure, the lead exhibited high impedance. Sensing and threshold values fluctuated. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.